Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-01729. It was reported that one of the patient's leads migrated to t8 while the other lead fell out of the epidural space and was near the ipg. Additionally, high impedances were found on 2 contacts. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient had high impedances on one lead, which was the lead that fell outside of the epidural space.